Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed this report is made based on the results of an investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad torn at "up" and "down" keys. "Contrast", "up" and "down" keys intermittently responding. Removed keypad. Contamination under "contrast", "up" and "down" key contacts. The audio bolus button cover was missing, and contamination was found under the key contacts. The pump case was removed and evidence of moisture contamination found inside pump. Display is faded, discolored and difficult to read. Replaced faded display with test display battery compartment intact, no cracks. No evidence of moisture contamination found inside battery compartment. Unable to reproduce complaint: battery cap is able to fully tighten. A power loss was not observed. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.